Event description:
The customer reported that the device displayed a "device error" message and reverted to the startup screen. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device displayed a "device error" message and reverted to the startup screen. There was no report of patient involvement. The device was evaluated by philips and the device passed all testing and the reported symptom could not be duplicated. No conclusion can be drawn.